Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output. Complaint of no audio output was not verified. The root cause was unable to be determined.